Manufacturer narrative:
No malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer report an "error ???"